Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt reported glare. A linear surface irregularity was observed on the iol. The lens was exchanged with the same model.

Manufacturer narrative:
The product was returned for analysis. One haptic was chipped-distal area. The optic was torn/split (possibly cut into two pieces). Lens bench could not be conducted due to the optic damage. The only surface irregularities observed were scratches. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in this lot number. This report was mailed to the FDA on: 6/29/2007. Additional info was requested 06/07/07 and 06/08/07 by phone, mail and fax. Additional info was rec'd 06/08/07 and 06/15/07 by phone and mail.